Event description:
It was reported that the patient under went a replacement surgery for an artificial urinary sphincter (aus). Device was explanted and replaced with a new ams 800 with double cuff. No information about the patient outcome is available at the moment. Additional information was requested and it was confirmed the cause of the replacement was urethral atrophy and recurring incontinence. Old device was around 8 years old and is not being returned.